Event description:
A patient reported blood glucose results of "229 mg/dl and 162 mg/dl" with a lifescan meter,performed within 10 minutes so each other. The meter,test strips ,and control solution were replaced.